Manufacturer narrative:
B4:24sep2021. It t is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided. The customer was sent a front bezel to address the reported issue. The front bezel was replaced, and the unit was returned to use. No further information was provided.

Manufacturer narrative:
Date of report: 27aug2021. Initial reporter name and address: (B)(6).

Event description:
It was reported that the ventilators navigation ring was faulty. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.